Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, during the procedure, the patient was documented as having her surgical incision extended to control blood loss. The patient reported a pain level of 50/100 on a visual analog scale. Upon discharge, the procedure was documented as successfully completed. During a follow-up visit on (B) (6)2008, normal pe was documented. No complaints of pain were documented.